Event description:
It was reported that the right atrial (ra) lead had high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the setscrew marks on the connector pin were too proximal, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and visual summary analysis of the lead indicated apparent explant damage. The analyst noted that there are two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal; the lead was not fully inserted into the device. Electrical resistance and cross continuity test results were within specification. (B)(4).